Event description:
During a laparoscopically assited vaginal hysterectomy procedure, the instrument misfired and did not cut. The surgeon applied another device. The hosp reported that no pt injury had occurred.